Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/13/2019. An investigation was conducted on 12/19/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device failed all electrical tests performed, the led light was not visible and an intermittent tone was not audible when current was being measured. Based on the returned condition of the device, the reported failure "electrical issue" was confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). The green light would not come on and no power was generated to the hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4). The green light would not come on and no power was generated to the hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.